Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 9 cm distal to the is-1 connector pin into two segments. A proximal and a medial fragment were received for analysis. An explantation aid was still inserted in the lead. The lead tip was found missing. The returned lead fragments were visually analysed. During the visual inspection the conductor coil was found deformed which most likely resulted from the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the rv lead was explanted and replaced due to noise and oversensing with no pacing inhibition.